Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise due to oversensing, high capture thresholds, and low pacing impedance on the right ventricular (rv) lead. An rv conductor fracture was also noted via x-ray. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.